Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that the display device showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. Data was returned and evaluated. The reported event of transmitter failed error was confirmed via data. A root cause could not be determined.